Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Unfortunately, the device in question was not returned to the service hub, which precluded us from conducting a visual inspection or functional testing. Review of service and event history: a 12-month service history review could not be conducted due to the absence of a provided serial number. Additionally, as the customer did not provide any event history, a review of the event history/alarm logs could not be conducted. Consequently, we were unable to replicate or confirm the reported complaint.

Event description:
The event involved a plum 360 where it was reported the patient was receiving IV fentanyl for sedation on mechanical ventilation. The ICU medical plum 360 infusion pump shut off while infusing the fentanyl without any warning or alarms. The IV pump restarted itself and then began to alarm. The pump had the following alarm message; " power off - restart - service if the problem persists". The IV pump was plugged in, and the battery was shown as fully charged. The pump had received preventive maintenance 5 months before and the battery was replaced on this date. The fentanyl stopping is a potential safety concern because the patient could be restless, agitated, and begin to fight the mechanical ventilator". There was patient involvement but no harm reported.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as serial number is unknown.